Event description:
It was reported that a patient was unable to turn her implantable neurostimulator (ins) off or on using the recharger. It was stated that the patient was able to get the "ins charging session" screen, but no coupling boxes. It was stated that the patient had a fall "months ago on her front" and it did not seem to affect her implant. It was noted that the patient had lost 50 pounds in the last 3 years. It was stated that the ins pocket site was painful and bothered the patient because it was so close to the surface of her skin. It was noted that the ins hurt the patient while she slept and she would wake up and have to turn over. It was stated that this began "about six months ago". The antenna locate feature was used which then resulted in the power-on-reset (por) condition being displayed on the recharger screen. This lead to the normal recharge screen. It was stated that the patient was initially able to get all 8 coupling boxes but then it dropped down to 2 boxes.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3888-33, lot# v154375, implanted: 2008-(B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2008-(B)(6), product type lead, product ID 3888-33, lot# v152812, implanted: 2008-(B)(6), product type lead, product ID 3708240, serial# (B)(6), implanted: 2008-(B)(6), product type extension, product ID 37752, serial# (B)(4), product type recharger. (B)(4).